Event description:
Per report, "while the resident was trying to use the jasen middleton septum forceps the handle was not opening and closing and one of the springs on the instrument handle broke. The instrument was not being used in the patient when it broke. The instrument was tagged and sent to central. Charge nurse notified. Another tray was called for and the new instrument was used during the case."